Manufacturer narrative:
The customer¿s report that the IV tubing set was leaking at the port (male luer) was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. One small tubing tear was observed on the tubing above the male luer. The tear site was slightly jagged and no other damages or anomalies were observed throughout the set or the packaging pouch. Functional testing was performed by gently depressing the syringe plunger that was still attached to the set to flush the remaining syringe contents. The set leaked from the tubing tear previously observed during visual inspection, confirming the customer's report of a leak. No further testing could be performed on the set due to the tear in the tubing. The root cause of the tear could not be identified.

Event description:
It was reported that during priming, the IV tubing set was leaking at the port. There was no patient involved, this was confirmed during follow up.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during priming; the IV tubing set was leaking at the port. There was no patient involved.